Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2023. On the same day the sensor was inserted, the patient stated the insertion was painful and two days later the sensor was removed due to discomfort during use. Twp days the sensor after removal, the skin reaction became purulent and the parents took the patient to the healthcare provider (hcp) who advised the patient to go to the hospital. The patient had a deep abscess that had to be treated surgically, therefore the patient was taken to the hospital and surgical intervention with general anaesthesia was performed. The surgical intervention got into the deep tissue where a lot of skin had to be removed and then the skin was stitched 4 centimetre long suture. The patient did not experience fever. The patient was discharged from the hospital the same day. The reaction was treated with a prescription of an oral antibiotics co-amoxicillin and was also treated with bepanthen cream (over the counter) and a moisturiser cream (otc). At the time of the report the patient still had pain on the injured site. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.